Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that during device changeout, this ICD exhibited code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) was consulted and recommended possible solutions. The recently implanted implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information was received and this ICD has been explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received and ventricular fibrillation (vf) had been induced during commanded shock changeout. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than a whole in the slit area. Review of memory showed a code for high voltage system for the shock lead open on the day of implant. Device testing showed not problems regarding shocking and lead impedance. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that during device changeout, this ICD exhibited code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) was consulted and recommended possible solutions. The recently implanted implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information was received and this ICD has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during device changeout, this ICD exhibited code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) was consulted and recommended possible solutions. The recently implanted implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.